Event description:
It was reported the pt experienced difficulty obtaining communication during charging. The pt also experienced pain at the ipg site due to placement. The physician explanted and replaced the ipg in a new pocket site. Follow-up reveals the pt's issues have been resolved and the pt has effective stimulation coverage. The devices are not expected to return to sjm.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.